Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe drips of insulin exiting the infusion tubing during the load fill tubing sequence. The customer's blood glucose (bg) level was over 240mg/dl and a correction bolus was delivered to address the bg level. A cartridge and infusion set change was performed to resolve the issue. Tandem technical support educated the customer in regards to causes of this issue.